Event description:
The customer contacted baxter's service center regarding a low drain volume alarm, which occurred on the homechoice (hc) during drain 1 of 6. The hp was using the drain line extensions from the previous day's therapy. The hp removed the drain lines, but the alarm repeated. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of drain line was confirmed based on information provided by the patient. The patient stated the drain line extension he was using was from the previous day. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The cause was undetermined. This issue is being investigated through CAPA. The label review found the labeling adequate for the use error in this complaint.